Manufacturer narrative:
Event description: the distributor reported that the above mentioned cable separated near the connector to the generator. There was no pt or personnel injury. At the distributors request, we first made a visual inspection of the above referenced cable and can only confirm that the internal wired separated from the generator plug. This cable, according to the lot number imprinted on the plug, which is 09/00, was mfg in 09/2000 and delivered to distributor. We went through all of our production documents pertaining to this particular lot no. To see if the right comonents/cable materials were used and can confirm that everything was mfg according to the specifications and with the correct materials. We thoroughly examined athe plug end and we found no discrepancies from the mfg. The insulation was also found to be correct with regard to the type of material and thickness used. We also checked our documents with regard to tests that we performed and can confirm that all cables that we mfg. The insulation was also found to be correct with regard to the type of material and thickness used. We also checked our documents with regard to tests that we performed and can confirm that all cables that we mfg, as well as the above mentioned lot/shipment our number 701-001 (old 360-030) and, distributor's catalog number 600-290, always undergo individual complete electrical testing and visual inspection. The testing includes: an electric testing for short circuiting. A high voltage test. A function and vissual test. These tests are always performed. From 1995 to the present date, we have mfg monopolar cables with the same cable material and specifications as were used on the cable involved in this event. It is our opinion that yanking on the cable, regardless if it's the instrument plug or the generator plug, in an inappropriate way, instead of holding the plug and removing it from the instrument which is the standard way, caused the above mentioned separation. "The attached photos also make it very clear that the cable was twisted which caused this separation". We would also like to confirm that besides this return from our distributor, we have had approx 14 other cable returns with similar separation characteristics. We also would like to state that in the beginning of the year 2000, we implemented an engineering change whereby the size of the generator plug was enlarged therefore making it more likely for its user to grasp the plug itself and not pull the cable when removing it from the generator. In addition, a white cautionary sleeve has been added to the cable directly behind the generator plug that states "grasp plug to remove cable. Do not pull cord", thus making this type of user error less likely in the future. Conclusion: the results of our inspection indicate that the cable was mfg according to the sepec(s) and that no mfg defects were evident. It is our conclusion that this cable was produced correctly and free from any mfg defects and that the event was caused by user error. Finally it is our rcommendation that no corrective action of any kind is necessary.